Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance intermittently. Technical services (ts) performed a data analysis and determined that one of coils was causing the high out of range impedance value. It was noted that the physician was leaning towards performing troubleshooting actions. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.